Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a 350cc mentor memorygel breast implant and was presented with right side capsular contracture; baker grade iii postoperatively. As a result, the device will be explanted on (B)(6) 2019.

Manufacturer narrative:
On 10/24/2019, mentor became aware that the date of surgery was (B)(6) 2019. Hence, field d7 (explantation date) has been updated on this form. Also, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2019, mentor became aware that the patient underwent bilateral explantation and replacement with mentor catalog number shpx490; lot number: 7727813 on the right side and with catalog number: shpx465; lot number: 7745744 on the left side on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/18/2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample a creases was observed in the anterior aspect. Also a tear was observed in the posterior view measuring approximately 0.6 cm . No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could be connected to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).